Event description:
On 5/18/1998, arrived on scene to find a male approx. 78 years, approx. 230 lbs. In cardiac arrest. Crew attached unit and were able to shock two times at 200j. Then unit charged up for what seemed to be a long period of time and it dumped the 360j charge. It did this several times. Paramedics arrived and took over pt care, transporting the pt to a hosp where he was pronounced dead.